Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: review of the black box data and download history reveal records of occlusion alarm in the alarm history. On investigation, the pump progressed through the rewind, cartridge load and prime steps without alarm. The force sensor was evaluated and determined to be within the required specifications for calibration. The pump was exercised for 24 hours without any occlusion alarms occurring. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple occlusion alarms with infusion set tubing/site. Instructions for use during insertion were reportedly followed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged occlusion issue remained unresolved.